Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not complete its boot cycle. Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a failure of the memory board on the system pcb assembly. The memory board caused the system pcb assembly not to boot up.

Event description:
It was reported to a physio-control sales representative that the customer's device had been sent to a service company for maintenance. The service company observed a failure of the device's system pcb assembly during evaluation. He then sent the device to physio-control for further evaluation and repair. During device evaluation at physio-control it was observed that the device would not boot up. There was no patient use associated with the reported event.